Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that during cataract surgery, an ophthalmic system switched to vitrectomy mode and ultrasound output was weak. Surgery was completed on the same day by restoring the original settings. Details of patient impact was not reported. Additional information has been requested but is not available at the time of this report.